Event description:
The MFR received info alleging a ventilator was displaying a service required message. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR's service center for eval. During the eval the customer's complaint was confirmed. The ventilator's sensor board was replaced to address this issue.